Manufacturer narrative:
No device, no medical records and no medical images have been made available to the manufacturer. As the lot number for the device has not been provided, a review of the device history records could not be performed. The investigation of the reported event is currently underway. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned.

Event description:
It was reported that approximately six months post vena cava filter deployment, the asymptomatic patient requested the filter to be removed. Pre procedure MRI demonstrated the filter to be upright and intact with a captured thrombus discovered extending superior to the filter on the hook. The vascular surgeon consulted with an interventional radiologist and retrieval of the filter is to be scheduled. There was no reported patient injury.

Manufacturer narrative:
Manufacturing review: a manufacturing review could not be conducted as the lot number was not provided. Visual/microscopic inspection: as the device was not returned, an inspection could not be performed. Functional/performance evaluation: as the device was not returned, an evaluation could not be performed. Medical records review: as medical records were not provided, a review could not be performed. Image/photo review: based on the image provided, a vena cava filter was identified within the ivc and in an upright position, an unidentified mass is adjacent to the filter apex and extends superiorly and the filter deployment is superior to the iliac bifurcation; however, the exact location of the vena cava filter cannot be determined based on image provided. Based on the image provided, the identity of the filter cannot be determined. Conclusion: the device was not returned. One image was provided. An unidentified mass is adjacent to the filter apex and extends superiorly; however, the investigation is inconclusive as it is unknown whether the mass is thrombus. Based upon the available information, the definitive root cause for this event is unknown. Labeling review: the current IFU (instructions for use) states: warnings: - if large thrombus is demonstrated at the initial delivery site, do not attempt to deliver the filter through it as migration of the clot and/or filter may occur. Attempt filter delivery through an alternate site. A small thrombus may be bypassed by the guidewire and introducer sheath. Precautions: - in patients with continued risk of chronic, recurrent pulmonary embolism, patients should be returned to anti-thrombotic therapy as soon as it is deemed safe potential complications: - deep vein thrombosis - caval thrombosis/occlusion - restriction of blood flow event description (additional information): the information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard.

Event description:
Update: approximately two months post discovery of thrombus, the patient returned for a second inferior vena cava retrieval procedure; however, the thrombus was found to have increased in size. The decision was made to leave the filter in place and treat the patient with anticoagulants. There was no attempt to retrieve the filter. There was no reported patient injury.